Manufacturer narrative:
Qn# (B)(4). "UDI number unavailable as complainant did not report a lot number". Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "jaws would not open on hemolok applier after squeezed closed and clip locked. Had to transect cystic duct in different location and remove applier, still attached, with specimen". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "jaws would not open on hemolok applier after squeezed closed and clip locked. Had to transect cystic duct in different location and remove applier, still attached, with specimen". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
B)(4) . "UDI number unavailable as complainant did not report a lot number." The sample was not returned to the manufacturer for evaluation. The manufacturer reported "per customer provided information we are unable to provide a DHR review for the alleged defective instrument as lot information has not been provided. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint. All instruments of this type are 100% visually inspected and function tested and properly lubricated prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.